Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The meter ((B)(6) ) has been returned and investigated with retained strips. A visual inspection was performed on the returned meter and no issues were observed. The meter did not power on with strip insertion or with button depression. However, the meter did power on with the insertion of a universal serial bus (usb) cable. The meter was sent for further investigation and de-cased. Upon visual inspection, liquid contamination was observed on the pcb (printed circuit board). Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. DHR (device history review) for the precision neo meter were reviewed and the DHR showed the precision neo meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.